Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A site representative reported that, while in a cranial biopsy, the needle was unable to track. It was reported that the representative locked the trajectory, but tracking could not be performed when the instrument was introduced into the surgical field. It was reported that the tool card for the needle was added to the procedure. There was no known impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Correction: patient ID, age, weight provided. If information is provided in the future, a supplemental report will be issued.